Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.3323

Event description:
The customer reported having an issue with delivering insulin. The caller stated that the paramedics were called due to high blood glucose and ketones. The blood glucose reading at time of their arrival was 360mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the infusion set was changed and insulin was tested every thirty minutes. Once the blood glucose came down to 200mg/dl, the ketones went away. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was bent. The caller mentioned that it hurts when she inserts into her stomach and leg. No further information was provided.